Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were in range at the time the event occurred. Ccc reviewed the instrument maintenance log, which indicated the reagent probes and wash pump heads were overdue for replacement. Ccc instructed the customer where to locate the maintenance logs which indicate the intervals of replacement. The ccc instructed the customer to replace and align all three probes (sample probe and two reagent probes), replace the hm pump heads, prime all reagents and run system check and qc. The ccc instructed the customer to let hm module sit in standby for 30 minutes and run one cup of fresh chemistry wash (chem wash) five times from a new bottle. A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival, the customer replaced and aligned the probes and pump heads, all of which were overdue for replacement. The customer installed a new reagent flex and ran qc and calibrations, which passed. The cse decontaminated the instrument and reinstalled the water and chem wash bottles and instructed the customer to replace them with new ones as soon as they become available. The customer reviewed the calibration settings and found that they had entered the calibration factors for c1 and c0 into the correlation screen entry boxes and not into the calibration screen entry boxes. The customer corrected the error and reran the chem wash and qc, which shifted lower after being biased high. A siemens headquarter support center (hsc) specialist reviewed the instrument data and concluded the cause for the falsely elevated ltni results was due to a user error. Qc was not impacted due to the width of the laboratory's defined qc range. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin (ltni) result was obtained on an emergency room patient sample on a dimension xpand plus with hm instrument. The initial discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The same sample was then sent to an alternate reference laboratory, resulting as expected. The corrected result from the reference laboratory was reported to the physician(s). An additional elevated ltni result was obtained on the same dimension xpand plus with hm instrument. The customer does not know why the sample was not repeated, only that it was not. The patient was discharged to another facility, for reasons other than the ltni result. The customer did not provide additional information. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin (ltni) results.